Manufacturer narrative:
A review of the complaint history of this product indicates that this is the first complaint for this product and defect mode since the product's introduction in the marketplace in 1999. Based on the device history record for this lot number, there is no indication that this manufacturing lot number is suspect or may have contributed to this incident. Based on the complaint history review, there is no evidence of an emerging trend of defects for this product. This complaint will be recorded and used for tracking and trending purposes. However, it appears that this is an unusual, one-time occurrence.

Event description:
Physician introduced a peritoneal dialysis catheter into the patient using a quill assembly, a stainless-steel key tube and a plastic red guide. As he was removing the red guide (per normal), the tab broke off from the red guide. He used a hemostat to pull out the rest of the red guide, and the red guide broke into two pieces, both of which were removed with the hemostat. The physician finished implanting the catheter, tested the catheter, and closed the patient.